Event description:
During the trochanteric fixation nail (tfn) hardware removal and revision with bone autografting from ipsilateral femur performed on (B)(6) 2017, the patient was treated with a pauwel¿s osteotomy. The patient had a significant blood loss during this procedure and underwent required recurrent blood transfusions. Subsequently, the patient was discharged on (B)(6) 2017 with a hemoglobin of 9.3, hemocrit 26.8, sodium 133, potassium 3.5, chloride 101, bicarbomate 26, blood urine nitrogen (bun) 3, creatinine 0.64 and magnesium 1.9. The patient¿s hemoglobin during the hospitalization had dropped to 6.8, and upon discharge was 10. The patient reportedly also had a series of visits for physical therapy.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a nail that appears to have backed out and an intramedullary rod that has a slight bend in it.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient: height 5¿7¿, weight 160 lbs, bmi 25.06. Relevant history: co-morbidities: osteoporosis and blood loss anemia. Co-morbidities: cataracts, allergies to penicillin and sulfamethoxazole. Co-morbidities: uti, former tobacco user. Co-morbidities: osteopenic bones, right hip pain (surgery performed on (B)(6) 2016). Co-morbidities: severe osteoporosis. Co-morbidities: patient taking norco. Co-morbidities: bony pelvis. Adverse events reported: pain after 1st week of september 2017, blood loss during revision surgery; 2.5 liter intraoperative blood loss; acute blood loss anemia, onset of fever with mild pyuria, tiny left pleural effusion, minimal bibasilar atelectasis, mild edema and faint erythema around incision site; loss of mobility, pain; right hip pain reported on (B)(6) 2016, (B)(6) 2017, (B)(6) 2017; minimal pubis osteitis; sudden onset right hip pain on (B)(6) 2017; partially healed mildly displaced subtrochanteric fracture; slight increase in displacement of displaced lesser trochanteric fracture fragment; mild osteoarthritis; mild periarticular osteopenia; left hip; minimal osteoarthritis; mild pubis osteitis; mild sclerosis left sacroiliac joint inferiorly (likely degenerative); pelvis; mild pubis osteitis; partially healed subtrochanteric fracture proximal right femur; bilateral facet hypertrophy/arthropathy at l5-s1; spondylosis at l4-5 greatest on the left; slightly diminished bone mineralization; mild osteoarthritis in the right hip and knee; degenerative spondylosis in the visualized lower lumbar spine; post-op fever, cough, minimal bibasilar atelectasis, mild blunting left lateral costophrenic angle (may represent tiny left pleural effusion); comminuted mildly displaced, impacted right intertrochanteric fracture with slight medial avulsion of the lesser trochanter; questionable defect involving the anterior cortex of the distal femur adjacent to the distal tip of the intramedullary rod (may reflect expected postsurgical change). Laboratory data: relevant test data: chest x-ray, right femur x-ray on (B)(6) 2017. Relevant test data: x-ray of right hip taken on unknown date (consultation 9/2-9/3). Relevant test data: chest x-ray, right femur x-ray (2) (all taken on (B)(6) 2017) (consultation 9/8-9/12). CT scan results. Relevant test data: axial images (CT scan) (taken on (B)(6) 2017). Relevant test data: chest x-ray (taken on (B)(6) 2017). Relevant test data: labs (taken on (B)(6) 2017), urine culture (taken between 9/8 and 9/12), femur x-ray (2 views) (taken on (B)(6) 2017). Relevant test data: image intensifier (taken between 8/30 and 9/3/16). Relevant test data: fluoroscopy (taken on (B)(6) 2017). Relevant test data: x-rays taken on (B)(6) 2016 and (B)(6) 2017. Radiographs taken on (B)(6) 2016, (B)(6) 2017. Relevant test data: electrocardiogram (taken between 8/30 and 9/3). Relevant test data: right femur and thigh x-ray, taken at 9:06am on (B)(6) 2016. Xr femur_(B)(6) 2016. Relevant test data: right femur (2 views) taken at 9:43am on (B)(6) 2016. Relevant test data: right femur (4 views) taken on (B)(6) 2016 . Relevant test data: right femur (2 views) taken at 8:41am on (B)(6) 2017. Relevant test data: left hip (2 views), right hip (2 views), and pelvis (1 view) all on (B)(6) 2017. Relevant test data: frontal radiograph x-ray of chest on (B)(6) 2016. Relevant test data: x-ray of right hip taken at 9:27am on (B)(6) 2017. Xr hip_(B)(6) 2017. Relevant test data: xr hip w pelvis_(B)(6) 2017). Relevant test data: x-ray of right hip without pelvis (2-3 views) taken at 9:35am on (B)(6) 2017. Relevant test data: x-ray of hip without pelvis on (B)(6) 2016 (intraoperative c-arm views of right hip, fluroscopy. Relevant test data: x-ray of hip with pelvis on 8/30/16 (ap view of the pelvis and right hip and lateral view of the right hip). Relevant test data: chest x-ray (single frontal view) on (B)(6) 2017. Relevant test data: femur x-ray on (B)(6) 2017 at 1:10pm. Relevant test data: femur x-ray on (B)(6) 2017 at 11:55am. Relevant test data: chest x-ray on (B)(6) 2017 at 1:02pm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the incorrect date was inadvertently utilized in previous follow-up medwatch (mwr-19032018-0000076499). The correct date is 3/6/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI# (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: (B)(6). Customer quality (cq) engineering investigation: this complaint is confirmed. Tfn nail, p/n 456.418/ lot# 7458621, long and 11 mm diameter, was returned in a broken state for the cq investigation. The nail is broken at the proximal locking hole. Replication of the complaint condition is not applicable due to confirmed damage. Visual inspection, dcrm review, DHR review and drawing review were performed as part of this investigation. Concomitant devices: helical blade (p/n 456.305, lot# 7958926) and unknown locking screws] (part #: 456.940, lot #: unknown, quantity: 2). All the returned concomitant items showed wear which is in line with the implantation and removal procedure. No other damage was observed on the implants. Hence, no further investigation was deemed necessary for the concomitant items. Visual inspection: tfn nail, p/n 456.418/ lot# 7458621, long and 11 mm diameter, was returned in a broken state for the cq investigation. The nail is broken at the proximal locking hole. All the fragments except the broken internal locking fragment were returned with the complaint. The nail exhibited lot of scratches/dents around and inside the proximal entry point for the helical blade. This is probably due to drill bit hitting the tfn nail while drilling to facilitate entry of helical blade. This tends to weaken the strength of the tfn nail and is probably a root cause of the nail breakage at the proximal end. DHR review no ncr's were generated during production. Review of the device history record(s) showed that there were no issues with the material, hardness and during the manufacturing of the product, and any subcomponents, which would contribute to this complaint condition. Drawing review: 11mm diameter tfn nail body, right drawing was reviewed. The shaft diameter measured within specification at 11.02 mm (spec: 11.1 mm +/-0.1). The proximal head major diameter of the nail measured within spec at 17.03 mm (spec: 17.05 mm +/-0.05). Hence no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Dcrm review: part number: 456.418s complaint category: broken: postoperatively part family: 456.314 to 456.647 [titanium trochanteric fixation nail (tfn)] the proximal femoral nailing implants - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. The nail exhibited lot of scratches/dents around and inside the proximal entry point for the helical blade. This is probably due to drill bit hitting the tfn nail while drilling to facilitate entry of helical blade. This tends to weaken the strength of the tfn nail and is probably a root cause of the nail breakage at the proximal end.the exact root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date unknown. It was implanted approximately 1 year ago. Additional classification code: hsb. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history record (DHR): a DHR file could not be found for reported part # 456.418 with lot # 7458631 combination in synthes systems. If new information regarding the part identifiers becomes available, this DHR review will be revisited. Manufacturing date unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) hardware removal and revision was performed on (B)(6) 2017 due to a broken nail and non-union. The original tfn procedure date is unknown, approximately one year ago, for treatment to the right femur bone. Subsequently it was discovered that the nail had broken just below the helical blade and the fracture was in non-union. The hardware removal included: one nail (broken), one helical blade (intact), and two distal locking screws (intact). The patient was revised to a slightly longer tfn, the same type of helical blade, and one distal locking screw. There was an approximate one hour delay in surgery due to the nature of the break in the nail and the removal process. The procedure was completed successfully with the patient in stable condition. Broken nail, with other implants will be returned to us for evaluation. Patient requested the implants be returned to her after our evaluation has been completed. No other information from the surgical nurse is available at this time. There was a surgical delay of 60 minutes because the tfn set did not have the hook nail removal tool to grab the distal part of the nail so the surgeon attempted to use a few bent ball tip guide wires, which was unsuccessful. The doctor then wanted to use needle nose locking pliers but that wouldn't work either. He was forced to do an osteotomy so he could expose the nail and then removed it with some locking pliers. The hook nail removal tool was missing from the tfn set, however, it was not supposed to be in the set. The surgeon bent the guide wires himself in order to create pressure inside shaft of the nail and pull out to complete the procedure. The hook nail removal tool was not ordered to be included in the tfn set, there was no hook nail removal tool missing from any set where the set was initially ordered with it in the set, the surgeon did not slip while using the plyers; he only experienced issues gripping the nail with the needle nose plyers, and the locking plyers used were not a synthes product. Also note the needle nose plyers that were used unsuccessfully are regular plyers, not locking plyers. When the auxiliary set was ordered it was not received with the hook nail removal tool. When the surgeon reached for and opened the auxiliary set, the tool was missing but marked off. The hospital didn't consign for or purchase it. This complaint, (B)(4), was opened to capture revision surgery. Second complaint (B)(4) was opened to capture the osteotomy performed. Concomitant devices report: [11.0 mm ti helical blade 100 mm] (part #: 456.305, lot #: 7958926, quantity: 1), [unknown locking screws] (part #: 456.940, lot #: unknown, quantity: 2), [14 mm/130 deg ti cann troch fixation nail 400 mm/right-ster] (part #: 456.640s, lot #: 7073169, quantity: 1), [11.0 mm ti helical blade 100 mm-sterile] (part #: 456.305s, lot #: h222617, quantity: 1), and [unknown locking screw] (part #: unknown, lot #: unknown, quantity: 1). This is report 1 of 1 for (B)(4).